Event description:
A discordant, falsely elevated troponin I ultra result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician. The sample was repeated on the same instrument several times, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin I ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the rotary base pump was broken with a crack on the pump body. The cse also discovered a leak from the rotary wash 1 pump. The cse replaced the pump, the peristaltic tubes and two wash stations. The cse ran the calibrations and quality controls, which were within acceptable ranges. A siemens headquarters support center (hsc) specialist evaluated the defective rotary base pump and indicated that it had potential to cause the variations in the base reagent delivery. The cause of a discordant, falsely elevated troponin I ultra result on one patient sample is related to the defective rotary base pump. The instrument is performing according to specifications. No further evaluation of the device is required.